Event description:
The customer reported a cine disk failure. This issue will prevent utilization of vascular imaging modes. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.